Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0719 showed eight other similar product complaint(s) from this lot number. The complaints for this lot number (rebw1339) have been reported from two (B)(6) facilities.

Event description:
It was found that there was unsmoothness at the end of the guidewire and the sheath could not slide over the guidewire in 7 devices. This report addresses the fourth of the seven devices. The device was not used in/on the patient.